Event description:
The patient was admitted into the hospital in 2007 with stable angina pectoris. Angiography revealed disease in the native proximal left anterior descending. The lesion was de novo, moderately tortuous, mildly calcified type c with a 90-degree angulation. The vessel diameter and lesion length were 3.49mm and 30mm, respectively. A 3.0 x 33mm cypher select plus was implanted at 20 atm and a 3.0 x 8mm cypher select plus was implanted at 14atm. The lesion was post-dilated due to insufficient flow. Twelve days post index procedure, the patient developed chest pain. There were no ECG changes with a minimal troponin rise (0.05). The patient underwent coronary angiography a week post admission and was discharged home post angiography. The patient was compliant with the prescribed medications. The patient's pre-procedure medications included aspirin, clopidogrel, statins, ace inhibitors and beta-blockers. The patient's intra procedure medications included aspirin, clopidogrel, reopro and heparin. The patient's post procedure medications included aspirin, clopidogrel, statins, ace inhibitors and beta-blockers.

Manufacturer narrative:
Please note: this device is distributed outside the united states; however, it is similar to the drug-eluting stent distributed in the united states. Additional information will be submitted upon 30 days of receipt. This is one of two medwatches associated with this adverse event. The following are the mfg. Reports #'s: 9616099-2007-01343 and 9616099-2007-01344.